Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation due to failed previous vaginal sling and urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary problems and dyspareunia. It was reported that on (B)(6) 2010 the patient underwent excision of vaginal mesh due to vaginal mesh erosion. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary tract infection and urinary frequency.

Event description:
Details: it was reported that following insertion the patient experienced recurrent urinary tract infection and urinary frequency.